Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of four (4) small volume intermates popped during filling. The device was contaminated with an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured february 1, 2018 - february 6, 2018. The actual samples were not available; however, a photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder had ruptured. The reported condition was verified for one sample. The cause of the condition was not determined. A nonconformance has been opened to address this issue. The remaining three samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.